Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the system lost power, twice. The system was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The central processing unit (cpu) was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on november 2, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming cpu. The manufacturer internal reference number is: (B)(4).